Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter was prompting an error 1 message when she was attempting to test her blood glucose. According to the ot ping owner¿s manual, an error 1 indicates there may be a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 at 5:30pm, she tested on the lfs meter and obtained a reading of ¿145mg/dl¿ and took her usual dose of humalog insulin and a little extra to correct for a heavy carbohydrate meal. Afterwards she was more active than usual, and made no changes to her insulin pump settings. The patient reported on (B)(6) 2013 at 8:55pm during the drive home, she felt ¿weak and spacy¿ which she associated with low blood glucose. The patient reported upon arriving at home at 9pm she tested on the meter and obtained the error 1 message. The patient reported at 9:15pm the same evening she tested with her ot ultramini meter and obtained a ¿57mg/dl¿ reading and ate chips and guacamole. The patient reported at 9:45pm her symptoms abated. The patient reported at 10:20pm, she retested on the meter and had a reading of ¿115mg/dl¿. At the time of troubleshooting, the cca confirmed it was not the first time the meter had been used. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient¿s reported symptoms do not meet lfs¿ criteria for a serious injury. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/04/2013). The patient¿s meter has been returned and evaluated by life scan product analysis on 11/5/2013 and 11/26/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have a defective processor u5. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.